Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cesarean section, the needle detached while using lembert suturing technique. One to two millimeters of the needle, including the suture broke near the swage. The suture line was tied off at that point, and the inverting pattern completed with another device and complete the case. There was no patient injury.